Event description:
The customer reported that the system failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended put back into service.